Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned for evaluation following the reported event of driveline fault alarms. Submitted and downloaded log files were reviewed, and driveline power fault alarms were captured on (B)(6) 2024. The alarms did not indicate an issue with the system controller, and the controller was able to support the system as intended for the duration of data reviewed. The returned system controller underwent functional testing and passed all testing procedures. The controller was connected to the returned modular cable and successfully operated in a mock circulatory loop for extended operation without any issues or atypical alarms produced. Information provided by the account stated that driveline fault alarms reactivated, after system controller (B)(6) was exchanged. The reported event was unable to be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2024 that both the system controller and modular cable were replaced which resolved the alarms. Additional log files were submitted for review which captured a string of driveline power fault alarms beginning on (B)(6) 2024 followed by driveline disconnect / lvad off alarms on (B)(6) 2024 at 10:23 pm where the driveline was disconnected from the system controller indicative of a controller exchange.